Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and a blood glucose of 348 mg/dl. She was wearing the insulin pump at the time of hospitalization. During troubleshooting, large air bubbles were found in the tubing of the infusion set. Insulin exited the tubing during the manual prime and no leaks were found. The high pressure test was performed and failed twice. The infusion set cannula was found to be bent and occluded. It was advised to change the entire set, reservoir and insulin.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.(B)(4)